Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmission. The device exhibited post-paced t-wave oversensing during an rv sense test. Programming changes were recommended.

Event description:
New information received noted the patient presented remotely via merlin.net transmission. The patient reported feeling fatigued. Upon review, the patient's device exhibited continued post-paced t-wave oversensing. Programming changes were made which resolved the patient's symptoms.